Manufacturer narrative:
H10: seventeen (17) actual samples were returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed using tap water and a leak was observed at the spike port bonding area in only one (1) of the returned samples. The reported condition was verified for one (1) sample. The cause of the condition could not be determined, however was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. The reported condition was not verified for sixteen (16) samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: no.2, yude rd., north dist. The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-eight (28) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. This was identified in pharmacy before use. There was no patient involvement. No additional information is available.